Event description:
It was reported that clips got stuck in the colonovideoscope's suction channel. This occurred during preparation for an unspecified procedure. The intended procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.